Manufacturer narrative:
Evaluation summary: additional information was provided, which indicated a qualified cartridge was used with an unknown handpiece. However, a non-qualified viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. A failure to follow the directions for use (dfu) was indicated; the account used a non-qualified viscoelastic. The use of non-qualified products may result in lens delivery difficulties or lens damage. (B)(4).

Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a patient experienced inflammation requiring a steroid injection. The symptoms are not resolved. Additional information has been requested.